Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used device and one broken haptic were returned inside the blister tray that has been taped closed and placed into the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger appeared to be retracted to the start position of the loading area. One haptic was returned broken in the gusset area and covered in dried viscoelastic inside the blister tray. The remainder of the lens was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The reported broken haptic damage was observed. The used device and broken haptic were returned. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The instructions for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Broken haptics may occur: if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure upon insertion of the iol into the patient's eye, the trailing haptic was found to be broken and remained lodged within the lens introducer. As a result, the implanted lens had to be carefully cut and removed. A new iol was inserted without complications, and the procedure was completed successfully. There was no patient impact reported to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).